Event description:
The target lesion was abdominal aorta. The patient was male but age was unknown. Heavy calcification and moderate vessel tortuosity, the rate of stenosis was 0%. Leakage of contrast media was observed from the maxi ld balloon (complaint product) during the inflation at unknown atm. The device was removed from the patient and changed to other new product (details unk). It was unknown when the balloon ruptured. The procedure was completed without any other issues. There was no adverse event and the patient is stable. No product return.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15116816 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.